Event description:
A surgeon reports that a pt has been experiencing persistent glare following intraocular lens implant surgery. The pt complained of seeing rings around lights and some double vision.